Manufacturer narrative:
H11: the device was received for evaluation. During functional testing ,'322 link switch error (low)' was not reproduced. A review of the history log revealed 'system error 322 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The link and link switch requires adjustment as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's alarmed error 322 link switch error (low) during testing in the biomedical service department. There was no patient involvement. No additional information is available.